Event description:
It was reported that at implant of an implantable cardiac monitor (icm), there was noise observed during vector check and on the electrocardiogram by the programmer. It was also noted that the marker sometimes appeared and then vanished. The icm was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.